Event description:
It was reported that the tip of the power screwdriver shaft broke off in the patient. The surgeon had difficulty removing the fragment and was only able to remove part of it. There was a ten minute delay in the procedure. The patient status is reported as normal. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the DHR indicates there were no relevant issues were found during manufacturing which could have caused or contributed to this complaint. All other records indicate the product was manufactured to specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.